Manufacturer narrative:
Trackwise #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (vh-4000) steel of the jaw fell off (but was still attached at the base), making it impossible to cauterize. There were no components of the device (metal/silicone) that detached into the harvesting tunnel/inside the patient. The surgery was completed using a new vh4000. There was no delay in the surgery time, and there was no impact on the patient.

Manufacturer narrative:
Tw (B)(4) updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000413238 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a